Manufacturer narrative:
The device lot number is unknown and the device was not returned for evaluation as the device was discarded. Complaints will continue to be monitored for any trends. If more information are provided in the future, a supplemental report will be issued.

Event description:
During an rf ablation procedure in the aagsv, patient complained of a burning sensation at the last proximal segment of treatment. Physician discontinued therapy in the aagsv and noticed a skin burn. Physician proceeded to use the same catheter to treate the gsv with no adverse outcomes. No medication was prescribed and the patient is doing well.